Manufacturer narrative:
Investigation: visual inspection: bloody residue was found in the reservoir but no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Furthermore, it was noticeable that the usual clicking noises when the membrane is pressed down could not be perceived. The click mechanism was defective. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of underdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the valve is not permeable, a computer controlled test is not possible. Internal inspection: after dismantling the valve, significant deposits were found in m. Blue. The functionality of the click mechanism was checked again after opening the valve. It was found that the click mechanism of the valve was working again. Results: based on our investigation, we confirm that the valve shows blockage of liquid, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a m. Blue (#fx816t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operating in underdrainage and a click mechanism defect noted. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 76 cm, weight: (B)(6) kg, gender: male.